Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they no fault found. Device was ran in for 3 days and no errors seen. Device passed calibration and pm. Replaced contaminated left iui and corroded right iui. A review of the device history record showed the device had a manufacture date of 10/14/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which was not confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported error 245.3020 and error 240.4150. No patient involvement.

Event description:
The customer reported error 245.3020 and error 240.4150. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error 245.3020 and error 240.4150. No patient involvement.